Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that the helix was sprung. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.

Manufacturer narrative:
Correction: h6 - health effect - impact code updated to prolonged surgery, it was previously reported as no health consequences or impact.